Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt an occasional sensation in their chest, which was thought to be possible diaphragmatic stimulation. The physician indicated this was happening during pacing. It was noted that the right atrial (ra) lead had warning for low impedance, exhibited far field r-wave (ffrw) oversensing and there were a significant number of mode switches. The ra lead remains in use. No further patient complications have been reported as a result of this event.